Event description:
It was reported that the customer was hospitalized for dka. It was confirmed that an alarm occurred many times prior to the event and the nurse stated that the customer is a frequent pt of the e.r. For hbgs. The cause of the event could not be determined by md. It was indicated that the customer was treating hbgs with manual injections, but was unable to control bg levels. In addition, it was stated that the customer did not try to change out the site prior to the event. While reviewing the settings, it was confirmed that the time was incorrect and there were no basal rates.